Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the imaging system had application-specific integrated circuit defective (asic). The first 2d scan does not show the application-specific integrated circuit defective (asic) defective in the images, but the second and third images show the defect. After restarting the system, the defect had not occurred. No patient present. Troubleshooting - restart the system and try the scan again. - no defect occurs when doing the 2d scan after performing the restart.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA: 722471, 806 report#: 1723170-05-18-2026-001-c. (H3, h6): manufacturing representative went to the site to test the system, restart the system and try the scan again. On site visit to check the interior cable from detector to the computer. All system was working as normal, included with detector. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.